Event description:
Complainant alleged that while attempting to defibrillate a patient in ventricular fibrillation, after charging the device to 120 joules, the device failed to discharge. The clinicians attempted a second time with 150 joules and again the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.